Event description:
Was diagnosed with breast cancer and had double mastectomy in (B)(6). Went through reconstruction with tissue expanders. Endured months of chemo, radiation and surgeries. Had surgery in (B)(6) to put in mentor memory gel implants and remove expanders. Had capsules of the implant twice. We scheduled in (B)(6) to have another capsule release and told the plastic surgeon no more I wanted them out. They caused extreme pain, swelling, illness, loss of work and family time. I explanted in (B)(6) and had a diep flap surgery using my own fat. Pathology stated the capsules contained an immune reaction - giant cell reaction and have been sick ever since. I have had problems with extensive lymph node swelling, fatigue, memory, pain, loss of feeling, swelling, gi upset, weight gain, skin rashes and breakdown, anemia, shortness of breath and anxiety and sadness. I believe the implants caused and auto immune response to which my body can't recover from. I need more testing to determine the extend of the lymph node involvement and have been tested for lymphoma. I am responsible for large medical bills as my insurance used my surgeon as out of network. I am still trying to straighten this out. Mentor the maker of the implant had no solutions and could not offer assistance because I didn't have a warranty that I should have purchased from my dr. My dr didn't offer one. It is now 2018 and still have bills and pain and can't work what I should be able to do and manage my family life and children. These implants changed my life and not for the good.